Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer fell on pump and the touchscreen was shattered and unresponsive. Customer's blood glucose was between 54-500 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.